Event description:
It was reported that "it was unable to measure cco from right after the catheter was inserted. The indicated error message was unknown. A new catheter was used." No patient injury was reported.

Manufacturer narrative:
One catheter with monoject 1.5cc limited volume syringe was returned for evaluation. No introducer or contamination shield were returned. The catheter was connected to vigilance ii monitor and "check thermal filament connection" error message was shown. Continuity testing confirmed an intermittent condition at the solder joint between lead wire and circuit board inside the thermal filament connector. The thermistor was submerged in a 37.1c water bath and read 37.0c. Thermistor temperature reading accuracy is +/- 0.3c per vigilance manual. Thermistor circuit was continuous and there were no open or intermittent conditions observed. No visible inconsistencies were observed on eeprom data. Both thermistor and thermal filament connectors were opened with no visible inconsistencies. All through lumens were patent without any leakage or occlusion. The balloon inflated but blood was visible inside the balloon. Free deflation was not achieved due to the blood inside the balloon and inflation lumen. Visual examination found that there was a cut or puncture at 6.2 cm proximal from the catheter tip and the damage was measured 0.5 mm long. After removal of the blood, the balloon was found to leak from the damage. Balloon inflation test was performed using returned syringe with 1.5 cc air. Balloon was cut to remove blood from the inflation lumen and leak testing was performed. No visible damage to the returned syringe was observed. Visual examinations were performed under microscope at 10x magnification and with the unaided eyes. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. The complaint of unable to measure cco was confirmed. The cause of the leakage at the inflation lumen could not be determined with any certainty; review of the available information suggests device handling may have contributed to the event. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint.